Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia with loss of consciousness and seizures.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss for over an hour without continuous glucose monitor (cgm) readings. During that time, the patient experienced hypoglycemia with loss of consciousness and seizures. The patient´s mother called an ambulance, and the patient was taken to the hospital. The patient was treated with IV glucose and glucagon; there is no information about who administered the treatment and at what time of the event. There is no documentation about when the patient was discharged. Additionally, there were no blood glucose (bg) values reported during the entire event. At the time of the report the patient was fully recovered. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No additional patient or event information is available.